Event description:
It was reported that low impedance values had been noted on the atrial lead. The lead had been previously disabled and the physician now believes that there may have been a fracture present. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.